Manufacturer narrative:
Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a bkp procedure for a compression fracture at l2. It was reported that the balloon ruptured immediately after ibt insertion, during inflation. Contrast media leaked from the balloon on one side during inflation. Therefore, a new product was opened, and used and the procedure was completed without problems. There were no patient symptoms, or complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will not be returned as it was discarded.